Event description:
On (B)(6) 2015 the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose (bg) of 425mg/dl with nausea and confusion associated with a recurring loss of prime issue. Reportedly, the pump was emitting frequent loss of prime alarms. The reporter stated that the issue had occurred with multiple cartridges from different boxes. The reporter confirmed that the cartridges were being used per the instructions for use. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a recurring loss of prime issue with the pump.

Manufacturer narrative:
The meter and pump has been returned and evaluated by product analysis on 05/06/2015 with the following findings: on investigation, the alleged loss of prime issue was verified in the black box but not duplicated in the evaluation. Review of black box data found loss of prime alerts due to unidentified low force. The total daily delivery added up correctly and reflected the user¿s programmed basal rate. Using the returned caps, the pump powered up and functioned properly. The pump delivery accuracy was found to be within specifications. The force sensor calibration reading was within specifications. A rewind/load/prime sequence and a 24-hour basal exercise were executed without incidences. Normal and audio bolus were completed and recorded correctly.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.